Event description:
It was reported that a malfunction occurred on the pump, resulting in the customer's blood glucose level rising to 524 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. The malfunction code was malf 0, which was resettable, and the fault ID was available.